Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 90-107mg/dl - fasting. Strip expiration date is 04/14/2018 and strip open date is (B)(6) 2015. Reviewed meter memory: the 77mg/dl (B)(6) 2015 12:53:00 am fasting:yes, the 103mg/dl (B)(6) 2015 03:08:00 am fasting:yes, the 112mg/dl (B)(6) 2015 11:59:00 am fasting:yes, the 127mg/dl (B)(6) 2015 11:28:00 am fasting:yes, the 105mg/dl (b)() 2015 11:05:00 am fasting:yes. Customers concern:77mg/dl. Customer stores product in the dining room/kitchen area.